Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had wrongful death and had subsequent surgical intervention, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st mesh (device #2). An additional emdr was submitted to represent the bard/davol composix e/x mesh (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix e/x and ventralex st patch on (B)(6) 2005 and/or (B)(6) 2015. As reported, the plaintiff is making a claim for an adverse patient outcome against both devices. As reported, attorney alleges that the patient had wrongful death and subsequent surgical intervention due to the hernia mesh device. It was also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.